Manufacturer narrative:
Evaluated one random opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also, found cannula bent unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor was not communicating with transmitter and received a lost sensor. Customer's blood glucose was 180 mg/dl. After troubleshooting, it was found that sensor was bent. Customer was advised that sensor would be replaced.